Event description:
The customer reported that patient sample results had been mis-associated with the incorrect patient name when using the vitros 5600 integrated system for a single patient sample. The customer identified the discrepancy; and no erroneous sample results were reported from the laboratory. However, patient sample results mis-associated with the incorrect patient could lead to inappropriate physician action if occurred undetected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that patient sample results were mis-associated with the incorrect patient name due to operator error. The operator assigned the incorrect patient name to the sample identification number of the sample being tested. Information regarding managing sample identification numbers is contained in section 9 of the vitros 5600 integrated system user guide (10 november 2011 revision). Therefore, the root cause of this event was determined to be user error. There is no evidence the vitros 5600 analyzer had malfunctioned.